Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, tissue was getting stuck in the wrist of the force bipolar instrument and preventing jaw functionality. The surgeon was able to remove the tissue from the wrist gears and restore the functionality of the force bipolar instrument. The surgeon felt as though there should be more protection from tissue getting stuck in the force bipolar wrist area. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue got caught in the cables around the wrist of the instrument. The tissue was the peritoneal flap. The tissue was not harmed and there was no bleeding as a result of the issue. It is unknown how the tissue was released, but the tissue was able to be released and the customer continued the procedure as planned with the same force bipolar instrument. The customer was not planning to return the instrument because they were able to continue using it.

Event description:
Refer to h11 for follow-up information.